Manufacturer narrative:
Patient weight, ethnicity and race: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+1.5/109 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Per additional information received on 14-apr-2022. The inital lens (12.6mm vticm5_12.6 implantable collamer lens, -10.00/+1.5/109) was explanted and the problem was resolved. The reporter stated "the explant resolved the problem. No further surgical intervention will be planned." Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+1.5/109 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).